Event description:
Type procedure: hernia. According to the reporter: on a 6 month f/u form completed on (B)(6) 2009, the pt indicated a score of 5 - disabling symptoms for the carolinas comfort scale field on movement limitations. On the same f/u form, the pt indicated that they have not seen a physician since their original procedure date. Resolution of injury: unk.

Manufacturer narrative:
(B)(4).